Manufacturer narrative:
Evaluation summary: because of long-term use and using compound angle, the toughness would decrease. The angle wire became long. The water jet was missing. The scope was repaired by the third party. And returned to the hospital. Correction information: h6: coding changed, based on the investigation result. Additional information: d8: this device was serviced by a third party.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The user found that the scope lacked angle and replaced another one to use. No harm was caused to the patient. This event occurred at the time of during use. There was no report of patient harm.